Event description:
The customer reported a 'control panel error' and that the system locked up during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.